Event description:
A renal homecare service representative relayed report to (B)(4) that a nurse reported one(1) 4. Transfer set with cracking detected during patient use. On (B)(6) 2010 (B)(4) contacted the nurse regarding the cracked transfer set. The nurse stated the crack was on the light blue part toward the navy blue part. The nurse stated the home patient (hp) had been using the transfer set since (B)(6) 2010 and on peritoneal dialysis therapy since (B)(6) 2003. The nurse also stated that it looked like pliers had been used on the transfer set; however, the hp reported she had not done anything to the transfer set. The nurse stated she did not notice any damage on the set prior to use. The hp was given antibiotics and has continued therapy.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The device/product sample has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or should any additional information be received.

Manufacturer narrative:
(B)(4). This complaint for damaged (problem) was confirmed in the lab; the actual sample was received and evaluated. The results of a sample evaluation revealed cracks in the light blue main body. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause was not identified due to insufficient information. A possible cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.